Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error code 210.6021. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module v9.17.0.22. Asset location: (B)(6). Case description: customer reports error code 210.6021 on their 8100. Case resolution: informed customer his is due to the keypad. Recommended replacing the door\keypad. Ended call. Followed up with customer. They stated they had ordered some door\keypads and will move forward with the repair when received. Closing case.